Event description:
It was reported that the patient has had an increase in seizures over the past month. The relationship of the seizures to pre-vns baseline levels is unknown. The physician is considering replacing the generator. Attempts for further information have been unsuccessful to date.